Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 4.0 x 12 rebel stent was advanced to treat the target lesion. However, when the stent delivery system was inflated a little bit past nominal pressure, the balloon ruptured. No patient complications were reported and the patient¿s status was fine and stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at first inflation, the balloon burst. The stent was deployed and was post dilated with a quantum maverick balloon.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).